Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. No unresponsiveness was observed during burn-in testing. There was no fault found. The software was returned to the manufacturer for analysis. Analysis found that it was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the system was booting, the software became unresponsive. No patient was present at the time of the event.